Event description:
It was reported that there was no lock between the patient's internal device and the external equipment. External equipment was exchanged and programming adjustments were made, however the issue was not resolved. Revision surgery will be scheduled.